Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tubing or leaking issue event on (B)(6) 2025. There was a kink in the tubing. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.